Manufacturer narrative:
Correction information has been provided in FDA product codes (a050301). The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. The cartridge was not returned for evaluation. A dimensional inspection could not be conducted due to extensive damage. The file indicates the use of a qualified cartridge and a viscoelastic that is qualified with an approved combination. Information regarding the used handpiece was not provided. It is unknown if qualified products were used. The product investigation could not confirm the reported complaint of stuck in the cartridge. The lens was returned in the lens case. The associated cartridge was not returned for evaluation. A dimensional inspection could not be conducted due to extensive damage. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added . The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. The cartridge was not returned for evaluation. A dimensional inspection could not be conducted due to extensive damage. The file indicates the use of a qualified cartridge and a viscoelastic that is qualified with an approved combination. Information regarding the used handpiece was not provided. It is unknown if qualified products were used. The product investigation could not confirm the reported complaint of stuck in the cartridge. The lens was returned in the lens case. The associated cartridge was not returned for evaluation. A dimensional inspection could not be conducted due to extensive damage. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of implant has not come out of the cartridge or has not unfolded properly. No patient impact was reported. Additional information was requested.